Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (taa aneurysm enlargement).

Event description:
A talent abdominal stent graft was implanted in a pt for the endovascular treatment of a 10 cm saccular abdominal aortic aneurysm approx 34 months ago. At that time, vessel morphology was reported as tortuous access vessels and a tortuous aortic neck, with a 27 mm diameter, and an angulations of 45-50 degrees. Fourteen months ago, the pt had four talent thoracic grafts implanted successfully. No issues were noted with the aaa grafts in place, at the time of this thoracic procedure. Thirteen months ago, the pt presented emergently experiencing abdominal pain. A proximal type I endoleak was noted in the abdominal aorta, as the talent bifurcated stent had migrated about 2 cm distally from the renal arteries and the aortic neck had dilated to 30 mm in diameter, was still very tortuous, and may have changed in shape (ref MFR. 2953200-2010-00466-1). The physician implanted two talent cuffs successfully which resolved the endoleak. One month ago, the pt presented coughing up blood along with abdominal and back pain. Aaa and taa enlargement was noted. An arteriogram the next day showed a type ii abdominal endoleak. The physician plans to coil the lumbars in the near future. The physician also determined that the hemoptysis is related to a lung procedure not the endovascular grafts.